Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-05839. It was reported the patient has been experiencing uncomfortable and aggravating stimulation. Reprogramming did not address the issue. X-rays revealed one of the patient's leads has migrated. It is unknown which lead have moved. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.